Event description:
It was reported that the lead was explanted due to infection. There were no intraprocedural complications. The patient remained stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.